Event description:
Anterior cervical discectomy and fusion of c5-6, 6-7 using anterior plating system during use the micro rhoton short "champagne" when tip fell off into pt. Intraoperative us and x-rays failed to identify the fb.